Manufacturer narrative:
The straight probe (200608) was returned for analysis. Analysis found that the returned straight probe was able to verify with only slight difficulty when attached to a known good tracker; displaying a divot error of 1.9 mm to 2.1 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery. It was reported that the straight probe could not be verified. All other instruments verified without issue. Navigation was used to complete the procedure. There was no patient harm and the procedure was delayed less than one hour.